Manufacturer narrative:
(B)(4). This complaint was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
This is a case report received through baxter's afterhours call service from a male patient who reported a check final line alarm during prime. The patient was not connected to the machine. Technical service representative (tsr) asked if there was a bag on the blue clamp line. Tsr had home patient (hp) move the blue clamp down the line, wiggle the frangible and check the bag port, hp stated the port was ok and he disconnected the bag and fluid came out then he reconnected the bag. Tsr explained the setup was compromised, tsr instructed hp to turn off the machine, discard the supplies and start over with all new supplies. No clinical consequences for the patient were reported.